Event description:
Caller reported a minimum fill notification but confirmed that the blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Customer initially attempted to load a new cartridge, but reloading the same cartridge did not resolve the issue. Technical support instructed the caller to remove the pump from the case and clean it and guided them through filling and loading a new cartridge onto the pump. Successfully loading the second cartridge resolved the issue, and the caller resumed using the insulin pump.